Event description:
The patient had a history of native left knee septic arthritis. The patient underwent a primary left tka on (B)(6) 2015. The patient developed an infection of the left knee and underwent revision for pji with all components exchanged on (B)(6) 2021.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem component, cemented; cat#5515-f-601 ; lot# ndwpa. Triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# svrva. Triathlon asymmetric x3 patella; cat# 5551-g-381; lot# 3465. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.